Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
A family member reported that the patient experienced a blood glucose (bg) of 573 mg/dl. A correction was given via syringe and the patient's bg decreased to 508 mg/dl. When the site was changed, the site was reportedly bleeding. The patient's bg reportedly decreased to 282 mg/dl after the site was changed. The patient was reportedly given a correction bolus via the pump and the patient's bg decreased to 58 mg/dl; the patient was reportedly whining at the time which the family member reported may have been due to hunger. The patient was treated with oral carbohydrates and bg increased. The family member reported that there was no signs of leaking or air bubbles and the site and all connections were secure. Customer support advised the family member that there was likely a site issue as the site was bleeding when removed. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation follow-up #2 submitted 06/19/2013: the device was returned to animas and evaluated by product analysis on 05/23/2013 with the following results no defect was found: a 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.